Event description:
During review of programming history, it was noted that came into an appointment set to unintended settings indicating an interrupted system diagnostic test. There was a faulted test and no final interrogation. It is unknown if the patient was set to those settings or if it was the result of interrupted system diagnostic test. No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Previously submitted MDR indicated an incorrect event date. Previously submitted MDR indicated inaccurate information. Previously submitted MDR indicated this information was unknown; however, it is now known. Previously submitted MDR indicated an incorrect initial reporter. Previously submitted MDR indicated an incorrect initial reporter occupation. Previously submitted MDR indicated this information was unknown; however, it is now known. Previously submitted MDR indicated that this was the initial usage of the device; however, this field should have been na. This report is being submitted to correct the aforementioned data.

Event description:
Review programming history showed that the interrupted diagnostic test occurred on (B)(6) 2008. Product information was also known.